Event description:
Pt to (B)(6) office for medication injection. While administering the injection, the syringe malfunctioned. The white stopper in the syringe went back into the syringe and the needle would not retract. There was still medicine in the barrel and it started to come out the back behind the plunger. FDA safety report ID # (B)(4).